Event description:
It was reported that the device went to elective replacement indicator in three years which is much sooner then expected by clinician given the programmed settings and therapy usage for the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Primary results revealed battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Primary results revealed battery depletion-normal.

Event description:
It was reported that the device went to elective replacement indicator in three years which is much sooner then expected by clinician given the programmed settings and therapy usage for the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.